Event description:
Patient was revised due to infection.

Manufacturer narrative:
The delta v-40 ceramic head 36/+2,5, cat# 6570-0-536; lot# unknown was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding infection involving a tritanium shell was reported. The event was not confirmed. Device evaluation and results: the device was not returned but a photos were provided. Scratching and gouge marks were observed, most likely due to explanation. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have been other events for the specified lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays, operative reports, pathology reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Patient was revised due to infection.